Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date of the concomitants were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced urethral erosion with an artificial urinary sphincter (aus) cuff being too small. The aus cuff was removed and the tubing was capped.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date, lot number, manufacture date and expiration date of the concomitants were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Additional information was provided that an additional procedure was completed to implant a new artificial urinary sphincter (aus) device on (B)(6)2022.

Event description:
It was reported that the patient experienced urethral erosion with an artificial urinary sphincter (aus) cuff being too small. The aus cuff was removed and the tubing was capped. At a later date, a new aus was implanted. No patient complications reported.